Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received an alert due to low shocking impedances on this device. No adverse patient effects were reported.